Event description:
Device 1 of 4. Reference MFR report #s 1627487-2012-10249, 1627487-2012-10250, 1627487-2012-10251. The patient (B)(6) received the scs system which included two scs leads (from different lots) and two scs lead extensions (from different lots). It was reported the pt was no longer able to feel stimulation. Invalid impedances were identified. X-ray images showed no anomalies. A replacement pt programmer and reprogramming were tried to no avail. Surgical intervention will be undertaken at a later date to resolve the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.